Manufacturer narrative:
(B)(4). The nurse was connecting the transfer set to a plastic adapter instead of a titanium adapter which is known to cause a loose connection. The labeling for this transfer set notes that ¿this set is to be used with the baxter locking titanium adapter for peritoneal dialysis catheter¿. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the nurse had a connection issue between the transfer set and a third party plastic adapter, instead of the titanium adapter. The nurse was attempting to connect to the plastic adapter which left the connection loose and it could not be tightened. However, when the transfer set was connected with a titanium adapter, there were no issues and the connection was secure. This was noted during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.